Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Alternative report identification number: (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. One kit of product was returned including two bottles, one oxycup and tablets. One bottle was almost used up and another bottle had not been opened. The oxycup has been used. The oxycup was opened and there was a black substance on the filter. Since the contamination was not observed at initial use then it cannot be confirmed whether the contamination was from the original oxycup. Manufacturing record review: the records for the production process were found to be acceptable. All testing items were completed and met specifications, including primary materials inspection and product physical appearance inspection. Here was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the lens cup / case has a white stain. The white stain was observed on the filter of lens case. Upon receipt of the returned product, a black substance was observed on the filter. No further information was provided.